Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed an intentional pump stop on (B)(6) 2023; however, a specific cause could not conclusively be determined through this evaluation. Additionally, the report of a jolt/shock could not be confirmed. Furthermore, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through evaluation of the submitted log files. Review of the submitted log files revealed an intentional pump stop event on (B)(6) 2023 that lasted approximately 1 second. The pump regained speed without issue following the event and no other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Refer to the system monitor investigation for more information, MFR #: 2916596-2023-05835. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas instructions for use (IFU), rev. C, and patient handbook, rev. D, are currently available. The system monitor section of the heartmate 3 lvas IFU states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. The hm3 lvas IFU and patient handbook warn that if the external system components have contact with water or moisture, the patient may receive an electric shock. Section 4 of the heartmate 3 lvas patient handbook includes information on static electricity and recommends patients to use battery power instead of the mobile power unit (mpu) while not sleeping or resting to reduce the risk of system damage from high levels of static electricity. The patient handbook also instructs patients to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or if they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The low flow alarms reportedly resolved after the patient connected to battery power.

Event description:
Related MFR # 2916596-2023-05835. It was reported that the patient's monitor displayed no values for pump flow but the pump did not have an audible low flow alarm. The nurse hit the "settings button" and the message, "pump off" was displayed on the monitor and the screen turned off. This coincided with the patient feeling a jolt. The patient's automatic implantable cardioverter defibrillator (acid) was interrogated but no shock was recorded. The patient did not lose consciousness or become unstable. A review of the log file revealed an intentional pump stop alarm on (B)(6) 2023 at 1222. The pump was off for approximately 2 seconds before restarting.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.